Manufacturer narrative:
(B)(4). Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of a transcatheter bioprosthetic valve, the valve dislodged three times and was recaptured. Upon the fourth deployment attempt, the capsule separated and the valve was unable to be delivered or fully retrieved. It was reported that tension had been felt in the system during deployment due to a tortuous aorta. Due to tortuosity and obesity, a decision was made to perform an arterial cutdown on the left femoral artery to remove the delivery catheter system (dcs) with the partially deployed valve to avoid risk of vessel injury. The physician believed that the cutdown would provide a controlled and safer method for removal. After two hours, due to the patient's size and tortuous anatomy, the valve and dcs were removed from the patient. Patch repair was performed at the left groin. It was decided not to proceed with the implant procedure at that time. It was reported that the procedure was aborted and patch repair completed due to significant damage to the left femoral artery, after the cutdown was performed. No further adverse patient effects were reported.